Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange.

Event description:
Healthcare professional reported rupture discovered during surgery. Affected side is left. The device has been explanted.

Event description:
Healthcare professional reported rupture discovered during surgery. Affected side is left. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified no openings were found in the device, deformation and yellow particles material was found on the shell. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.